Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the cause was unknown for the reason for the flipped pump. The cause of the catheter leak was unknown. The pump serial number and implant date of the pump were provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen (concentration: 1200 mcg, dose rate: 212 mcg/day), morphine (concentration: 2.4 mg/ml, dose rate: 0.3 mg/day), and bupivacaine (concentration: 2.4 mg/ml, dose rate: 4.2 mg/day) via an implantable pump for unknown indications for use. It was reported the pump could not be filled during refill because a side port puncture was not possible. After an x-ray check, it was indicated that pump had rotated.  The pump was manually rotated by the doctor for puncture, and they checked it with a side port puncture with contrast medium. A leak was found near the pump.  The refill was performed and a change in concentration was made.  The patient had withdrawal symptoms after refill. A revision surgery with the clinic was planned. A side port puncture was performed intraoperatively to find the leak.  The catheter was partially explanted.  The defective catheter piece / pump connector part was explanted and replaced on (B)(6) 2024. The issue was resolved as of (B)(6) 2024.  The patient was without injury regarding their status as of (B)(6) 2024.  The patient's medical history and weight at the time of the event was unknow or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0225758827 implanted: (B)(6) 2024 partially explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, lot #: 0225758827, ubd: 28-oct-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the returned 8780 catheter identified a leak near the strain relief/transition tubing near the connector during the in-line pressure leak test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.